Event description:
Received a letter from insurance carrier alleging a fire occurred in a home where a 2012 model j6 power chair was in the area of origin on back screened-in porch. Unit was not plugged in. No outlet on porch.

Manufacturer narrative:
The device is not being made available for evaluation at this time. Should the device become available. A follow-up report will then be submitted.

Manufacturer narrative:
A scene inspection took place. The pride powerchair was not the cause of the fire.

Event description:
Received a letter from insurance carrier alleging a fire occurred in a home where a 2012 model j6 powerchair was in the area of origin on back screened-in porch. Unit was not plugged in. No outlet on porch.